Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was over 600 last night. The cartridge and infusion set tubing and site were changed. The next day the bg level was in the 300s mg/dl. The site was changed. No issues were observed with the site. A correction bolus was delivered to address the high bg. The contact thought that possible hormone changes were the cause the high bg levels. A pump system check was performed and no device issues were identified. The contact was to discuss the high bg event with a healthcare provider.